Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon rupture. The device was removed and the procedure was completed with another device. There were no patient complications reported and the patient was in good condition.